Event description:
It was reported by the distributor that after the patient's catheter was locked with heparin the patient began to bleed. The patient required a transfusion of fresh frozen plasma to correct the coagulation time. Prior to the next catheter placement the priming volume of the catheter was checked and believed to be 1.3cc and 1.0cc. The priming volumes printed on the catheter stated 1.5cc and 1.3cc.